Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump should have delivered one cassette over sixteen (16) hours; however, the cassette was empty after thirteen (13) hours. It was reported that the patient was subsequently supplemented with orals. Per reporter the patient was running the pump for twenty-four (24) hours without a "verified md order." No additional details were provided. No adverse patient effects were reported.